Manufacturer narrative:
Results pending completion of manufacturing and explant evaluations.

Event description:
On (B)(6) 2011, the patient was implanted with two gore® excluder® aaa endoprostheses (rmt281416/8492022 and pxc121200/9085762) to treat an abdominal aortic aneurysm. On an unknown date, computed tomography scan identified multiple type ii endoleaks (origins unknown). On an unknown date, the excluder® devices were explanted. The current status of the patient is not known. The explanted stent-grafts have been returned to gore for evaluation.

Manufacturer narrative:
Device UDI: (B)(4). The explanted devices were returned to gore for analysis: submitted unfixed were two gore excluder aaa endoprostheses; one trunk ¿ ipsilateral leg endoprosthesis (trunk) and one contralateral leg endoprosthesis (cl). The lumens of both devices were widely patent. The abluminal and luminal surfaces of the trunk and cl were both generally devoid of tissues except for scattered plaques of friable red/brown tissue consistent with dried blood. The devices were not properly stored in a fixative solution, prior to arrival at w.l. Gore & associates, for appropriate preservation of the tissue on and within the devices. Therefore, a histological examination of the tissue was not preformed. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. No wear related disruptions were identified. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak and surgical conversion.

Event description:
On (B)(6) 2011, the patient was implanted with two gore® excluder® aaa endoprostheses ((B)(4)) to treat an abdominal aortic aneurysm. On an unknown date, computed tomography scan identified multiple type ii endoleaks (origins unknown). On an unknown date, the excluder® devices were explanted. The current status of the patient is not known. Multiple attempts were made to obtain additional information for this event; however, none was provided. The explanted excluder® devices were returned to gore for analysis.